Event description:
This incident was reported by the distributor to the manufacturer's local sales office as relayed by the patient. It was reported that the user purchased the contact lens on 12 (B)(6) 2025 and experienced ocular redness, dry eyes, conjunctivitis and corneal epithelial damage in both eyes sometime after beginning use, onset believed to be approximately 05 march. After continued symptoms of poor vision, photophobia and discomfort, and additional symptoms of redness and pain, the patient sought medical treatment at (B)(6) hospital on (B)(6) and was diagnosed with cornel ulcer and keratoconjunctivitis. On (B)(6), the patient sought medical treatment at (B)(6) hospital with symptoms of blurred vision with photophobia and tearing. Here, exam indicates the anterior segment of the eye was normal and the patient was given a preliminary diagnosis of corneal ulcer. The patient was seen again on (B)(6) at (B)(6) hospital and (B)(6) at (B)(6) hospital with complaints of redness and pain. At each visit the diagnosis was corneal ulcer with advice to rest for four days. On (B)(6), the patient sought treatment at (B)(6) hospital and was diagnosed with conjunctivitis, corneal epithelial injury including abnormal eyelid fat in both eyes, conjunctival congestion, and corneal epithelial erosion with no exudation in the anterior chamber, transparent lens, and normal intraocular pressure. On (B)(6), the patient was seen again at (B)(6) hospital. Exam showed abnormal eyelid fat in both eyes and conjunctival congestion, the previously present corneal epithelial erosion was significantly improved. The patient was diagnosed with dry eye, conjunctivitis and unspecified corneal epithelial injury. During these treatments, the patient was prescribed pranoprofen, cyclosporine, sodium hyaluronate, and tobradex eye drops. On (B)(6), the patient was seen again at (B)(6) hospital with symptoms of dry eyes and discomfort. Exam showed conjunctival calculi (concretions) present in the lower right eye lid, abnormal eyelid fat in both eyes, and conjunctival congestion. The corneal epithelium injury previously identified was nearly resolved. The patient was diagnosed with dry eye and conjunctivitis (conjunctival calculi). The conjunctival calculi were removed via an outpatient procedure with surface anesthesia. On 19 may additional information was received confirming that as of 9 may, the patient had completed medical treatment and the event was considered resolved. This event is being reported in an abundance of caution due to the unknown location, nature and severity of the reported ulcer, as well as the potential for serious and/or permanent injury associated with some ocular/corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Sample retuned by the user and inspection is pending, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed. A follow-up report will be submitted on completion of the manufacturer's device analysis once received at the manufacturing site.

Manufacturer narrative:
Device sample received and analysis complete. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g3), (g6), (h2), (h3), (h6), (h11). Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.